Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
It was reported that the device had worn gears and incomplete mesh. The event timing was when the device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 review of the most recent repair record identified the following related repair: tech confirmed the unit had a damaged gear and the unit could not complete the sample mesh test. Tech replaced the gear, calibrated the unit, tested it, and returned it to the customer. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.